Manufacturer narrative:
November 2018 bimonthly asr report .exemption e2013025 the total number of events for product classification code otn is 49. Qty 15- align r retropubic urethral support system qty 7- align s suprapubic urethral support system qty 12- align to trans-obturator urethral support system- halo qty 11- align to trans-obturator urethral support system- hook qty 3- align urethral support system qty 1- unknown bmd women's health mesh product h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
November 2018 bimonthly asr.